Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller said the pts ins battery was removed (B)(6) 2025 due to the ins battery being located in the wrong area in their hip which was bothering their heart. When the ins was on it vibrated their chest so the hcp took the ins battery out but kept the lead implanted. Pt needed an MRI of their neck. Agent reviewed MRI guidelines. Agent closed case.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pts implanting doctor put the ins battery in them wrong for it was too high right next to their heart. Pts pain management hcp said it was not put in an effective area. Pt noticed the issue the day they started using the ins for it was never hitting their back pain for the ins was more of a comfort thing.